Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user's test strips had a poor storage(bathroom).

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 267, 215 and 233mg/dl. The customer's expected fasting blood glucose test result range is 80-110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 180mg/dl and 199 mg/dl. The product is not stored according to specification, customer stores the product in the bathroom. The test strip lot manufacturer's expiration date is 1/21/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: the 267mg/dl (B)(6) 2016 07:17 am fasting: yes, the 215mg/dl (B)(6) 2016 11:54 am fasting: yes, the 233mg/dl (B)(6) 2016 11:29 am fasting: yes. Memory concerns: all. Costumer stated that had made some recent changes to diet (had only been eating steak and sugar-free popsicles for the past several days), but no changes to medications. Customer had been improperly storing the supplies in the bathroom. Customer educated of proper supply storage.